Event description:
Additional information received reported the set screw of the device would not tighten so a different device was used and everything was fine. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported all electrode impedances were greater than 4000 ohms even after changing the default impedance test parameters. It was stated the lead was loose inside the connector header block. Reportedly, the healthcare provider noted they heard the clicks when they attempted to torque down. It was later reported the impedances measurements were greater than 4000 ohms on all pairings. It was stated they were instructed to use a different implantable neurostimulator (ins) and the one they initially used was thought to have a faulty set screw. It was noted the cause of the impedance issue was determined and no lead fractures were noted. It was stated that everything was fine after they used a different ins.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: a known good lead was inserted into the connector block and the setscrew was tightened. Force was applied to the lead and it did not come loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0k1b1, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).